Event description:
It was reported that the lead was removed due to apparent fracture. No patient complications have been reported since the lead was removed from service.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Date of event is 2005. Type of device is implantable pacing lead, and implant date is 2003.